Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device has been returned for evaluation; the evaluation identified failure to advance and detached component. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code for the denali filter products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl950f vena cava filter allegedly experienced failure to advance and detachment. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient was male; weight and age were not provided.